Event description:
It was reported that the device was experiencing less than expected longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 457445 implantable pacing lead - implanted 2011 (B)(6); 1156t competitor implantable pacing lead - implanted 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was further reported that the device reached rrt (recommended replacement time) in less than three years. The device has been explanted and replaced. No patient complications have been reported as a result of this event.